Event description:
Same case as MDR ID: 2134265-2014-00647. Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located at the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 2.25x32mm promus element plus stent system was advanced but was unable to cross the lesion despite several attempts. The device was exchanged to a 2.25x28mm promus element plus stent system but the same issue occurred. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. The stent was slightly compressed in its mid section. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).